Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) informed: it was reported that this lead has noise and high impedance out of range. Lead was capped and replaced.